Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample from a cobas e 602 module. The initial result was 43.45 miu/ml and the repeat result on another cobas e 602 module was <0.1 miu/ml. A new sample was drawn on (B)(6) 2018 and the result was <0.1 miu/ml. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 24044400. The expiration date was requested but was not provided. The field service representative checked the analyzer and ran performance testing which was acceptable. No further inconsistent results occurred. The investigation was unable to find a definitive root cause.